Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the plp2520 plumepen elite surgical smoke evac pencil, 15ft tubing, qty (B)(4) was being used during an unknown procedure on (B)(6) 2024 date when it was reported ¿the button broke on the pencil causing it to remain on, patient burned.¿ further assessment questions were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of medical intervention or extended hospitalization to the patient or user. This report is being raised on reported injury due to unknown degree of burn.

Event description:
The sales representative reported on behalf of the customer, that the plp2520 plumepen elite surgical smoke evac pencil, 15ft tubing, qty (B)(4) was being used during an unknown procedure on (B)(6) 2024 date when it was reported ¿the button broke on the pencil causing it to remain on, patient burned.¿. Further assessment questions were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of medical intervention or extended hospitalization to the patient or user. This report is being raised on reported injury due to unknown degree of burn.

Manufacturer narrative:
Update: b3 date of event changed from 08feb24 to 30jan24 performed a visual inspection, the coagulation button is concaved within the handpiece creating continuous connection with the circuit board. Performed a functional inspection using the esu system 7550 (c8406), the device continuously activates when plugged in without pressing the button. The root cause cannot be determined, however, based upon evaluation, and photos, the likely cause of this event was electrical shorting due to water ingression into the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 37 complaints, regarding 38 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. The electrode tip may remain hot enough to cause burns after the current has been de-activated. Inadvertent activation or movement of the activated electrode outside of the field of vision may result in injury to the patient. Localized burns to the patient or physician may result from electrical currents carried through conductive objects. We will continue to monitor for trends through the complaint system to assure patient safety.